Manufacturer narrative:
Date of event is estimated. Further information was requested but not yet received.

Event description:
It was reported that patient was scheduled for system removal, reason is unknown. Surgical intervention may be taken at a later date to address the issue.

Manufacturer narrative:
Correction b5: additional information indicates that patient explant was for ineffective therapy which is attributed to the leads. Therefore, this record is no longer reportable.

Event description:
Additional information indicates that patient explant was for ineffective therapy which is attributed to the leads. Therefore, this record is no longer reportable.